Manufacturer narrative:
Device passed the displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Hardware low level failures, variable 3, alarmed during self test and was confirmed in pump history file due to cold/cracked solder joint found on pin 1 and 6 of the ambient light sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alert. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer states self test did not pass. Customer states insulin pump had keypad anomaly. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was a response from a button. Customer states the button was not unresponsive during an easy bolus attempt. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.